Manufacturer narrative:
(B)(4).

Event description:
The patient had not been getting much efficacy. At the first pump refill, a "motor stall occurred" message was seen. The logs confirmed that the stall occurred and recovered while the pt was in the office. The pt reported that an alarm may have been sounded at home. The hcp increased the pt's dose.